Manufacturer narrative:
It was reported that the robot gave a notification that the vigilance device had been released after several attempts. Device history record review and complaint history review were not performed based on the low severity of this complaint. According to technical investigation, an automatic movement could not process due to a vigilance device repeated release although the user was pressing the vigilance device. The command of the automatic movement was send multiple times to mario until the stack of commands, which is limited to ten commands, is full. The last command could not be stored by mario which caused the communication error and the shutdown of the device. An issue evaluation is still in progress to determine the cause for the vigilance issue which might be due to ethernet cords disconnection. The root cause of this event still cannot be determined for the moment.

Event description:
While performing laser registration, the robot gave a notification that the vigilance device had been released and asked if the user would like to continue the movement. The field service engineer (fse) pressed yes and the resident pressed the vigilance device. However, the robot kept providing the message that the vigilance device had been released, even when the resident did not step off the device. The fse also tried letting off the vigilance device, hitting yes to continue movement, and the robot still reported that the pedal had been released even whenit was never pressed. After several tries, the robot reported a communication error and had to shut down. After rebooting the robot, no further errors were found with the vigilance device and the surgery was continued. Patient was already under anesthesia but before first incision, delay to case about 10 minutes. No impact to patient.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  UDI# : (B)(4).

Event description:
While performing laser registration, the robot gave a notification that the vigilance device had been released and asked if the user would like to continue the movement. The field service engineer (fse) pressed yes and the resident pressed the vigilance device. However, the robot kept providing the message that the vigilance device had been released, even when the resident did not step off the device. The fse also tried letting off the vigilance device, hitting yes to continue movement, and the robot still reported that the pedal had been released even when it was never pressed. After several tries, the robot reported a communication error and had to shut down. After rebooting the robot, no further errors were found with the vigilance device and the surgery was continued. Patient was already under anesthesia but before first incision, delay to case about 10 minutes. No impact to patient.